Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing was defective / damaged the doctor used the indwelling needle arterial puncture tube placement, puncture found that the extension tube has broken blood seepage, had to pull out and re-puncture to complete the operation

Manufacturer narrative:
1.no defective sample and photo have been received for the complaint. 2.DHR/bhr review (lot#4199355): 1)the products of this batch were assembled at intima ii auto line 3 in aug 2024 and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products are 4201081 and 4177040, review the raw material inspection records, no abnormalities. 3.leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing, please refer to the attachment for the test report. 4.no similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since no defective samples were received for further analysis, the specific location and abnormal state of the broken and leaking extension tube could not be identified., the root cause of the leakage cannot be determined. The plant will continue tracking and monitor the defect.

Event description:
No additional information available.